Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one adapter. Visual and functional evaluation noted the adapter had two cracked solder joints. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, an assembly / component error was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve procedure, the device was unable to fire, press the green button and squeeze the handle. The handle was unable to recognize the load and the status of the indicator was off. A new device was used in order to complete the case. There was no patient injury involved.